Event description:
A caller reported experiencing a cgm error 42, which related to a sensor issue. Despite the error, it was noted that there was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the caller was able to successfully start a new sensor session.